Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing intermittent elevated blood glucose (bg over 500 mg/dl) and the cause was not known. Pump boluses were delivered, boluses via syringe were administered, and the cartridge/infusion set were changed to address bg. The contact (parent) assisted the customer with administering the syringe boluses. The customer reverted to using insulin injections for insulin therapy. Reportedly, pump therapy was resumed on (B)(6) 2018. As the customer was not using the pump at the time of the report, a cause of the event could not be determined.